Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 150-160mg/dl fasting. Verified the strips expire 08/29/2017. Customer confirms the strips are stored properly and were first opened on (B)(6). Reviewed meter memory: (B)(6). Customers concern: with 147mg/dl on (B)(6) 2015 4:44:00 am. Customer called concerned with the difference in the readings she is getting between the true result meter; 147mg/d and the one touch ultra; 187mg/dl.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 150-160mg/dl fasting. Verified the strips expire 08/29/2017. Customer confirms the strips are stored properly and were first opened the week of (B)(6). Reviewed meter memory (B)(6). Customers concern: with 147mg/dl on (B)(6) 2015 4:44:00 am. Customer called concerned with the difference in the readings she is getting between the true result meter; 147mg/d and the one touch ultra; 187mg/d.